Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01130. D10: medical products: item#: unknown, unknown comprehensive reverse baseplate; lot#: unknown. G2: foreign: argentina. G2: literature: rossi la, juana c, freiras c, brandariz r, tanoira I, ranalletta m. Influence of the consolidation of the tuberosities on the clinical outcomes of the reverse arthroplasty in proximal humerus fractures. Rev asoc argent ortop traumatol 2022;87(4):466-475. Https://doi.org/10.15417/issn.1852-7434.2022.87.4.1487. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a journal article was retrieved from journal of the argentine association of orthopedics and traumatology 2022 that reported a retrospective study from argentina. The purpose of the study was to compare the clinical outcomes and complications of a consecutive series of patients with proximal humerus fractures (phf) treated with reverse shoulder arthroplasty (rsa), with and without anatomical healing of the tuberosities. The study reported one patient within the no consolidation group that experienced a periprosthetic fracture, treatment was orif. Multiple attempts have been made to obtain additional information. No response has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01130-1. H6: component codes: mechanical (g04) - stem no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.